Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, that system error 319 occurred on the universal surgical manipulator 3 (usm3), prompting an attempt to perform an emergency power-off of the patient side cart, which did not resolve the reported issue. The customer moved the vision side cart (vsc) to another operating room to connect to onsite to the systems, and logs continued to show error 319 on usm3. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed. In artemis, the ¿319¿ error was found indicating ¿node 192 is not present at startup, node name: acc in armnet3 usm¿ on the usm ¿ac_xf¿ axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where the ¿319¿ error was triggered indicating fault on the ¿ac_xf¿ axis, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where ¿check all boards¿ was found to be failing on the ¿ac_xf¿ axis. Once testing was completed, the axes controller, carriage logic (accl) was aba (applied behavior analysis) tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.